Event description:
The customer contact reported an adverse pt event while the device was in use. In 2009 at 0900, the device was programmed to deliver an unspecified concentration of dilaudid with an eight minute pt lockout. No further programming parameters were provided. The pt was being treated on the surgical unit for an unspecified trauma. The customer contact reported, "in the early hours of the following morning," a code was called; however, the customer declined to provide specific event details. The pt was treated with an unspecified concentration of narcan and oxygen therapy was initiated. At an unspecified time, the pt expired. The customer contact indicated that an autopsy was performed; however, declined to provide autopsy results. The device was removed from clinical service. The customer contact stated this was a "negative pt event. A sentinel event" and they "don't believe the equipment was at fault here." The customer contact stated that they "believe possibly family members were involved in pushing the pt pendant." Though requested, the customer contact declined to provide additional info.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.